Manufacturer narrative:
(B)(6). During the prepping, the angioguard could not be loaded into the sheath. It was not changed to another one to complete. There were no adverse effects on the patient. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the device prior to use. The device was prepped according to the IFU (instructions for use). Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. There was no difficulty encountered flushing the filter introducer and deployment sheath. Saline was noted within the coil dispenser at the green deployment sheath hub and the torque device locked onto the guidewire. It is unknown if the anti-migration clip located closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath. The device was returned for analysis. One non-sterile rx/5mm basket diameter/180cm angioguard was returned. The returned components were the delivery system, deployment sheath and a torque device. The torque device was received disassembled. The delivery system was received out of the deployment sheath. The filter basket was received inserted in the filter basket introducer. No other anomalies were observed. After the filter basket was removed from the introducer tube, the filter basket was inspected under a microscope; the pre-shaped nitinol wires of the filter basket showed a twisting condition. Functional analysis could not be performed due to the condition of the returned product, the system out of the deployment sheath as well as the twisting condition observed on the pre-shaped nitinol wires of the filter basket. A device history record (DHR) review of lot 35223709 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿delivery system - loading (docking) difficulty-into delivery sheath¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural factors such as handling may have contributed to the event. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Event description:
During the prepping, the angioguard could not load into the sheath. It was not changed another one to complete. There was no adverse event on the patient. Analysis of the device indicates "the pre-shaped nitinol wires of the filter basket showed a twisting condition." This was not reported by the customer and further details are unknown. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the device prior to use. The device was prepped according to the IFU. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. There was no difficulty encountered flushing the filter introducer and deployment sheath. Saline was noted within the coil dispenser at the green deployment sheath hub and the torque device locked onto the guidewire. It is unknown if the anti-migration clip located closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath.